Event description:
A nurse reported that a defective haptic was noted after insertion of an intraocular lens (iol). The surgical incision was widened to facilitate removal of the damaged lens and placement of another iol.